Event description:
Customer reported device reading is lo. Customer stated going to the hospital for vomiting, however did not indicate whether it was related to the device. Treatment information was not provided. No controls were used. A request was made for return product and replacement was sent.